Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the single patient was not crossing over to the es server. A technical support specialist dialed into the server found patient name was visible in the server, customer found patient name displays in the server was not the patients actual name, epic support reached to the interface team to retrigger the patient's information to the pyxis, es server now displayed correct name. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, a single patient record was not crossing over. The patient had originally been created under a temporary account, and when it was updated in the epic server, the update did not reflect. However, there were no delays, adverse events or injuries reported based on this event.